Manufacturer narrative:
Correction: this MDR is being submitted to correct the submitted expiration date under d4 and manufacturing date under h4. Additional information - this MDR is being submitted to include the below: h6: investigation results under type of investigation, investigation findings, investigation conclusions. H11: investigation summary. Complaint investigation results: a complaint investigation has been initiated for record (B)(4) on 07-jul-2025. Device history record (DHR) review: the lot 6004909 was manufactured according to the work instruction (wi) version 66 manufactured in the line 4, on 13/jan/2024, with a total of (B)(4) units. Review of the DHR showed that all relevant tests required during the related processes had been fulfilled and met the requirements. No deviation were identified; no maintenance events were recorded. Trending: a query was run in database on 07-jul-2025 against harm code untreated diabetic ketoacidosis which the patient is unable to self-manage requiring intervention by a health care professional or requires emergency advance, malfunction code no malfunction describe and lot 6004909 and no more complaint has been registered in database for the same lot, harm code and malfunction code. Conclusion summary of complaint investigation: as a result of the following: no non-conformance (nc) raised during production, only one complaint received on the lot in question and harm code, the test on reference samples were not tested since a no malfunction related to the infusion set was reported, therefore no further actions are required. This complaint will not require further root cause investigation nor CAPA plan. Therefore, this issue will be monitored through the post market surveillance activities.

Event description:
To date no additional patient or event details have been received.

Event description:
Reference number (B)(4). Event occurred in united arab emirates. It was reported that the patient went to an emergency room (ER) and eventually got hospitalized on (B)(6) 2025 due to hyperglycemia and ketones event. Blood glucose level was 500 mg/dl at the time of the event. Therefore, patient got treated with intravenous (IV) drip. The duration of hospitalization was less than 24 hours. Patient was found positive for ketones level. Ketones level was more than 1 mg/dl at the time of the event. No further information available.

Manufacturer narrative:
E1: patient city: (B)(6). Patient country: united arab emirates.